Event description:
It was reported that there was an error resulting in unexpected therapeutic system performance. There was no patient invo lvement.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
After restarting the unit, the condition could not be replicated. There was no ge healthcare repair.